Manufacturer narrative:
(B)(4). Although initially reported that the device was returning, subsequent information indicates the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency. Based on review of the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined and no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.